Manufacturer narrative:
Evaluation: the complaint device was returned to our facility in a used condition with the tubing separated in three pieces, measuring approximately 10.5cm, 13cm, and 19cm in length. An examination found multiple occlusions throughout the tubing and the area of separation noted to be jagged, rather than smooth. Based on the info provided and the characteristics displayed, it is feasible to say this incident occurred due to over-pressurization during injection.

Event description:
PICC line was inserted into the pt in 2007. The line was viewed under CT scan and was determined to be fractured as the distal part of the line was located in the left ventricle. In 2007, a goose neck snare was used to remove the distal part successfully. No harm to the pt.